Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a chronic total occlusion in the heavily calcified, mid left anterior descending (lad) coronary artery. A 2.50 x 15 mm trek rx balloon dilatation catheter (bdc) was advanced to the lesion, met resistance with the lesion and crossed. During the first inflation, the balloon ruptured as evidenced by a loss of gauge pressure on the unspecified inflation device. The bdc was removed from the anatomy with no resistance felt. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.